Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on resetting the pump and assisted with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred.